Manufacturer narrative:
(B)(4).product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 150-180mg/dl fasting. Verified test strips expire 01/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: all. Customer calling from pharmacy and did not want to run blood test in pharmacy .